Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead was surgically abandoned three months post implant due to diaphragmatic stimulation. An epicardial lv lead was successfully implanted. Additional information received approximately 17 years later reported that lv lead was active in the patient's current cardiac resynchronization therapy pacemaker (crt-p) system. The patient presented to the hospital due to symptoms consistent with phrenic nerve stimulation (pns) described as small shocks and hiccup type sensations in the chest. A local field representative was paged for further evaluation. The following day, right atrial (ra) lead loss of capture (loc) was noted. Sinus arrest was suspected due to no sensing of p-waves with ra sensitivity at 0.15 mv. Additionally, there was intermittent left ventricular (lv) lead loc with a lv threshold measurement of 3.5 v @ 2.0 ms. Lv output was 3.5 v @ 2.0 ms, and all other vectors showed threshold measurements greater than 5 v. Ultimately, the physician chose to program the crt-p to vvir 60 beats per minute (bpm) and right ventricular (rv) only. Additional information received reported that sinus arrest was confirmed via underlying sensing testing and threshold testing. The patient was discharged on hospice, and later expired due to an unrelated patient condition (septic arthritis).